Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin cartridge leaked after a routine change, resulting in unexpected insulin loss from a new cartridge filled with approximately 180 units; the user noted depleted insulin and a leak from the cartridge while using the device and confirmed proper fill and insertion technique. Symptoms included hyperglycemia. Outcomes included prolonged elevated glucose outside the target range for about half a day, self-management with subcutaneous insulin injections, and no hospitalization or professional medical intervention. Investigation included user interview and review of the reported fill and insertion process. Investigation of this case revealed a reported leak from the cartridge without chamber compromise, consistent with a cartridge integrity issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.